Manufacturer narrative:
Completed by MFR with info provided by the user facility. Hospital contacted for add'l info. The ett tube was reattached to the anchorfast endotracheal tube holder and secured tightly. The holder remained secure throughout the night. Since the device functioned properly following the reattachment of the ett tube, it is surmised that the ett tube may not have been secured completely when first applied to the pt.

Event description:
Medwatch event description: prior to event, pt was log rolled, repositioned and restrained. Pt remained sedated and comfortable. At 0235, the ventilator alarmed and rn entered room and found the pt to be ex-tubated, but with arms remaining at sides, as though they were still restrained. Pt bagged with 100% o2 [oxygen] and placed on air flow meter of 100%. Pt tolerated it well. Md was at bedside. At the beginning of the shift, as stated in the report, ett holder had been changed and tube was placed to the right side. When rn entered at 1930, the strap that goes around the ett had come off and tube shifted to other side of the mouth. Ett was reattached to the holder and was secured tightly. Ett holder remained secure throughout the night. Due to the pt being diaphoretic, duoderm cheek pads were noted to be slightly loose and device had to be resecured.